Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. It was reported by the patient that they got the pump implanted yesterday and it had been wonderful. Patient said she did run a low blood pressure anyway, but they felt like she was going to pass out. Patient took their blood pressure and it was 97/58 lying down and 80/62 sitting. Patient was trying to push gatorade. Patient was told they would get a bolus at 7am and 7pm, but patient did not want the bolus because they were afraid they would pass out from that. The patient was redirected to their healthcare provider to further address the issue.